Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis and treatment for the event were not reported. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information was available.